Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's profiles were not loading in pyxis. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's profiles were not loading in pyxis. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients profiles were not loading in the pyxis. The technical support specialist (tss) identified that the "client sync message acknowledge interval" was set to 10 minutes and updated it to 5 minutes, aligning with the recommendation from internal knowledge documentation. Additionally, it was found that facilities with disconnected devices had the "display non-communicating devices" setting configured too low, this was adjusted to 10 minutes with customer approval. The customer reported that some visits were not appearing on stations. Investigation revealed that the messages for those visits were not sent by the customer's active directory team (adt) system. The system functioned as intended after the technical support specialist troubleshooted the issue.